Event description:
It was reported that the ICD connected to this lead (competitors product) was not interrogable. The device was replaced on (B)(6) 2023 and this lead was connected to a new device and is still in use. Burn spots were observed on the explanted ICD and there is a suspicion that they were created by a degraded lead in contact with the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on a vf episode recorded on (B)(6) 2023 12:56 on the v channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.